Event description:
Legal counsel for the patient alleges that patient underwent a left hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, weakness, osteolysis, loosening, instability, metal toxicity, and metallosis. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01477/-01478).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-01477 / -01478, -04462, and -04521).

Event description:
Legal counsel for the patient alleges that patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, dysfunction, loss of range of motion, lack of mobility, weakness, osteolysis, loosening, instability, metal toxicity, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative (op) report notes patient was revised (B)(6) 2004 due to pain. Revision op notes report atrophied muscle and evidence of side-loading. The cup, head, and stem were removed and replaced. In addition, revision op notes dated (B)(6) 2004 reports patient was revised due to pain, leg length discrepancies, and avascular necrosis. Op notes report the presence of fluid and fibrinous material. The head and stem were removed and replaced.